Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 06/23/2014: force sensor out of calibration; low.

Manufacturer narrative:
Submitted: 07/15/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the pump was reportedly negligently exposed to medical MRI. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete the investigation. Review of the download history revealed the total daily dose added up to correctly reflect the user¿s programmed settings. There were no errors, warnings or alarms in the alarm history. On testing, the pump powered on with the verify screen displayed. The pump was exercised for 24 hours without issue and the pump was found to be operating without malfunction. The force sensor was evaluated and found to be out of calibration; the force sensor resistance was within specification.